Event description:
It was reported that patient had experienced "significant warmth" at pump pocket site during a cervical MRI, three minutes within being in the scanner. Patient stopped the study because of the "heating sensation". Patient was on their way to managing physician to have the pump checked after MRI. Drugs delivered via the device were fentanyl and ziconotide. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk; catheter model: 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk; catheter model: 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk. (B)(4).